Event description:
Patient mentioned called back and repeated previously documented information. Patient mentioned they hurt their back and can't get a MRI to find what's going on. Patient mentioned the stimulator has not worked for 3 years. Patient commented the implant battery feel down in their body and hurts every time they touch the implant battery. Patient commented they wanted to remove their implant battery and has an appointment with their orthopedic surgeon. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.